Manufacturer narrative:
Inspection still pending. Service tech to make appointment with facility.

Event description:
Pt was sitting on a chair next to the hi-lo table. He placed his foot on the bar activator and the table began to lower. The therapist saw the table lowering and told the pt to move his leg. The pt did not respond. The table lowered onto the pts knee. This resulted in a fractured ankle.